Manufacturer narrative:
Product analysis: analysis confirmed the customer comment that the external pulse generator (epg) output connector assembly was broken. The hanger assembly was broken. The encoder assembly was contaminated, but functional. One knob was contaminated. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a broken connector. The epg has been returned for service. No patient complications have been reported as a result of this event.